Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction (stj), minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. Mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. According to literature review, and as documented in a ¿clinical technical summary written by edwards lifesciences for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Investigation results indicate that patient factors (low left coronary artery height 4.2mm) contributed to the valve being deployed in a too-ventricular position, leading to paravalvular leak. In addition, the too low placement of the valve contributed to the patient experiencing the av block. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Valve malposition, paravalvular and conduction system defect which may require a permanent pacemaker are listed in the instructions for use for the tavr procedure and are known potential risks associated with the procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during a transapical procedure, the 23mm sapien 3 valve was deployed too ventricular position resulting in a paravalvular leak (pvl) requiring deployment of a 2nd valve. As reported, due to low left coronary artery height, the valve was intentionally positioned ¿lower¿. However, the valve ended up in the lvot lower than expected and caused pvl and it was thought that there was risk of embolization. Therefore, a decision was made to implant a second 23mm valve. The second valve was implanted a bit higher with good result, correcting the pvl. There was a good final outcome. The patient was stable. One day post procedure, a permanent pacemaker (ppm) was implanted as the patient experienced an av block that was caused by the too ventricular placement of the valve. The patient¿s annular diameter measure 21mm by CT. The height of the left coronary artery measured 4.2mm and the height of the right coronary artery was 12.2mm.

Manufacturer narrative:
Procedural cine images were submitted for review. Procedural echo and pre-operative CT images requested but no provided for review. The following observations and impression were made by an edwards physician proctor. The procedural cine revealed no calcium seen on the annulus, the left coronary height appears low within the left cusp, a balloon valvuloplasty (bav) was done with a non-edwards balloon (no size provided), the bav was inflated too deep in lvot with contrast injected, left main coronary artery seen with wire (protected), the valve deployed too low (deployed in lvot), there was no image of 2nd valve inflating within the 1st valve and the 2nd valve deployed well and higher within 1st valve. Impression: the bav does not look like an edwards¿s balloon (size not provided). Contrast injection seen with bav; however, the balloon was too deep within the left ventricle, which may give a false positive by not allow contrast leak around the balloon to better determine valve sizing. First 23mm s3 deployed in the lvot (10% aortic 90% lvot). Since valve is not interacting with native annulus, no pvl is seen as the contrast is inside the native aortic leaflets. The 2nd valve deployed 35% above the first valve. From the annulus measurements provided in the op report (annulus area- 347mm, area derived- 21.0mm, lvot 18.1mm), the annulus is borderline for a 20mm or 23mm s3. Would have recommended implanting a 20mm s3, which would not have effected left main takeoff (position of the valve in the annulus). Physician training manual states that with borderline annulus, a smaller thv size is recommended for borderline cases in special situations, such as severe annulus calcification, narrow root and low coronary ostia, narrow stj, lvot and/or mac, porcelain aorta, and bulky leaflets.